Event description:
Info received indicates the bed will not go into trendelenburg.

Manufacturer narrative:
The technician found the trend assembly switch and safety yoke broken. He replaced the trend assembly switch and safety yoke to repair the bed.